Event description:
It was reported that a patient underwent an anterior repair procedure in 2004 and mesh was implanted. The patient experienced vaginal bleeding, dyspareunia, vagina pain, and bladder pain. Mesh erosion was noted and the patient desired surgical removal. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).